Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on lower left front corner of top case. Unable to duplicate the check syringe flange sensor error at syringe test and passed flange sensor reading. Error history log review found a check syringe flange sensor error. The root cause of the reported issue was found to be the optocoupler was found misaligned which was causing the check syringe flange sensor error intermittently. This issue is likely due to normal wear given that the optocoupler assembly involves moving components and the pump was over 12 years old. Actions were taken to mitigate the reported issue: realigned optocoupler and replaced ear clip and ear clip spring for preventive. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that syringe flange was not in place. No patient injury was reported.